Event description:
Pt developed a small pin-hole leak in an intra-aortic balloon. Dried blood specs were noted in the extra-corporeal tubing. Removal was difficult and somewhat forced. Gross exam of the balloon revealed dried blood in the tip of the balloon, and a large stretch tear approx 1.5 cm in length. Another intra-aortic balloon was inserted.